Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: event 4: detailed inquiry description: approximately 6 instances of air bubbles collecting in the venous chamber of dialysis lines. This caused the sad alarm on the dialysis machine. New lines need to be strung often causing patients to lose blood amount in lines due to not being able to return blood. Reported 2 instances of blood loss of approximately 100- 200 ml.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Event 4: a device history record (DHR) review was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. No sample was provided for evaluation. Based on the data from the investigation we are unable to determine the root cause of the reported incident. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.